Event description:
Customer's mother reported that the customer's sensors are giving inaccurate readings. She also mentioned that when removed, the sensors had blood in them, and it was not determined if the blood had reached the sensor connector. The blood glucose reading was 527 mg/dl. She was not able to provide information from the insulin pump on the sensor's readings. It was determined that customer does follow proper calibration procedure. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.